Event description:
The patient developed swelling, a blister, and erythema three to four days after treatment with zyderm ii. The physician has diagnosed allergic reaction and prescribed oral antihistamine and ice packs.